Event description:
Medtronic received information that during use of an autolog instrument, it was reported that the centrifuge bowl broke and spilled into the centrifuge area. The instrument was replaced to complete the procedure. There was no patient impact associated with this event. Additional information received that the amount of blood loss can not be provided and no transfusion was required as a result of the event.

Manufacturer narrative:
Device evaluation summary: the reported centrifuge bowl being broken and spilling into the centrifuge area was verified during service. The service technician found that the device showed evidence of blood in and around the centrifuge assembly. The service technician found that the device would continually give centrifuge errors and not spin. The service technician found that the centrifuge bearings were seized up due to blood spill. The issue was resolved by replacing the centrifuge assembly. Preventive maintenance was performed per specifications. The instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.